Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level in the range of 100 to 400 mg/dl. Customer had blood glucose level of 104 mg/dl. Customer stated that the insulin was not delivering because her infusion set did not lock in place. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for the analysis.